Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) rehabilitation center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication. A technical support specialist (tss) remoted into the machine and asked the user to recreate the issue. The tss observed the error when the user attempted the request, indicating that the quantity requested exceeded the amount on hand. Upon checking my quick link, the tss confirmed that the item was already depleted and that a new purchase order (po) had been generated for the medication. The tss then guided the user to request two units of medication identifier oxycodone hcl 5 mg tablets as a replacement. The user successfully requested the items. The tss advised the user to follow up with the pharmacy regarding why the items had been requested. The issue was resolved. The system functioned as intended after the technical support specialist had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the system had an issue where the user was unable to issue medication oxycodone tab 10mg to the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.